Manufacturer narrative:
Corrected fields: f11, f13 ( these fields should have been left blank in the initial report that was sent).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (aibp) had alarmed "leak in circuit¿. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse setup his trainer and balloon to try to reproduce the complaint and to ensure proper operation of the iabp unit, and the iabp unit operated as it should. The fse advised the customer to let iabp unit operate over the weekend. On monday morning it was found that no alarms had occurred. The fse had also performed auto fill calibration and it passed. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (aibp) had alarmed "leak in circuit¿. No patient harm, serious injury or adverse event was reported.